Manufacturer narrative:
(B)(4). Initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f26 ¿ no health consequences or impact. Device problem code: a180104 - device contamination with chemical or other material.

Event description:
On (B)(6) 2023, at 8:40 a.m. While administering intravenous fluids to a child as prescribed by the physician, when preparing to open a prefilled catheter flosser to pre-flush the tubing, it was discovered that the catheter flosser had a crystalline substance that prevented it from functioning properly, and the catheter flosser was immediately replaced with a new prefilled catheter flosser, and the above condition did not recur.

Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported the catheter flosser had a crystalline substance that prevented it from functioning properly. To aid in the investigation, one sample with no packaging flow wrap was received for evaluation by our quality team. A visual inspection was performed, the plunger rod has been pulled past the syringe barrel retaining ring, and the syringe barrel inner wall has a scratch about 1 1/2" long, located at the bottom part of the syringe barrel. Below the scratch there are particles created from where the scratch occurred. The scratch is located in an area where there is no mechanism that reaches that point during manufacturing. No other defects or imperfections were observed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed for provided material number 306594, lot 2095400. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received on (B)(6) 2023, at 8:40 a.m. While administering intravenous fluids to a child as prescribed by the physician, when preparing to open a prefilled catheter flosser to pre-flush the tubing, it was discovered that the catheter flosser had a crystalline substance that prevented it from functioning properly, and the catheter flosser was immediately replaced with a new prefilled catheter flosser, and the above condition did not recur.